Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred, that the customer received a power source alert after plugging the pump into a wall outlet and that the pump was not exposed to extreme temperatures, but a temperature alarm occurred . The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 182-210 mg/dl.